Event description:
While surgeon using stapler it became jammed when trying to staple a portion of the stomach. No harm to the patient.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: staple, implantable. Device serial #: for type of device: staple, implantable. Device lot #: for type of device: staple, implantable.

Event description:
While surgeon using stapler it became jammed when trying to staple a portion of the stomach. No harm to the patient.